Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v680690, implanted: (B)(6) 2011, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3387s-40, lot# v626366, implanted: (B)(6) 2011, product type lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387s-40, lot# va0lln7, implanted: (B)(6) 2014, product type lead; product ID 3387s-40, lot# va0k84f, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 37612, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 37612, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3387s-40, lot# v680690, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot# v626366, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot# va0lln7, implanted: (B)(6) 2014, product type lead; product ID 3387s-40, lot# va0k84f, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information received reported the patient was going to have their left side system replaced on (B)(6) 2015.

Event description:
It was reported the patient¿s healthcare professional (hcp) found broken wires two months prior to this report. The manufacturing representative stated they were getting the patient¿s last programming sessions to see if they could make some suggestions on how to program around the bad contact without side effects. Follow up with the patient¿s hcp indicated the electrode that was resulted in good symptom control was found to have a short circuit that caused the implantable neurostimulator (ins) to leak. The cause of the event was not determined. The patient was required to recharge the ins every other day for three hours each session. The patient had a sudden loss of therapeutic effect. Reprogramming had been done and x-rays were ordered. The patient had not recovered and the symptoms/issue was ongoing. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
.

Event description:
Additional information received reported the wire to the electrodes had gone bad. The patient had been having problems with their latest implant. The patient stated that one of the electrodes had gone bad, but they then clarified that the wire that goes to the electrode had gone bad. The patient became aware that something was wrong on about (B)(6). The patient stated they tried to combat it by utilizing the other three remaining electrodes, but the wire that had gone bad was in the target area. A revision to repair or replace the wire was scheduled for (B)(6) 2015.

Event description:
Additional information received from a consumer reported the patient's health had gone downhill since (B)(6) 2015. Recalibrating was done to see if the bad lead could be worked around, but that caused a host of side effects.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient never had therapeutic effect and they had a history of problems with recharging and excessively recharging. The patient did not have the same benefit when they had their second side implanted and they had a loss of therapeutic effect. The patient met with a manufacturing representative the week of (B)(6) 2015- and they said there was no problem. The patient had been reprogrammed and they had a better outcome. A day prior to this report, the patient met with another manufacturing representative and there was a short in the device between electrodes 9 and 10 that could not be programmed around. The manufacturing representative and healthcare professional (hcp) said the next step was a complete revision surgery. The patient stated their healthcare was declining due to the short in the device. The following high impedances were measured: 8-11 = 4375 and 9-11 = 4028 ohms. Therapy impedances had not been measured. Impedances were checked while the patient was in the hospital prior to a revision surgery. The hcp decided to not proceed with the revision after seeing the impedances and the patient was referred to a different hospital. The patient's right lead was programmed to c+, 8-, and 9-. The patient had two leads in each hemisphere of their brain.

Event description:
It was later reported that the ins had to be replaced not due to normal battery depletion but due to issue with the intracranial wire. The patient had experienced shocking up and down both arms and in the jaw. The patient was tasting metal in his mouth also. The ins was implanted in 2014 and the revision was done on (B)(6) 2015. Symptoms had been sudden.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had a shocking or jolting sensation, less than 50 percent therapy relief, and high impedance was measured on once contact. Behind the patient&#38112;ear was tender post operation. The area was not infected, but it was bothersome. A wire was sticking out in the patient's neck and it was uncomfortable and there was bowstringing. Reprogramming around the contact was not working well and the patient felt it was not right and they wanted it fixed. The patient felt like they were unbalanced more, not walking well, and their gait was slow. The manufacturing representative stated there was an open or short somewhere in the system and the implantable neurostimulator (ins) was draining. X-rays and reprogramming was done. The ins was reprogrammed, so it was not draining anymore, but the settings were not optimal.

Event description:
Additional information received reported the patient reported that an increased amount of time was needed to fully recharge the implantable neurostimulator (ins). No issues were seen when the patient was seen in the clinic. The lead was determined to not be fractured and no surgery was done. MRI and x-ray did not reveal anything. Reprogramming was done and the patient's symptoms improved. The patient had recovered without permanent impairment.